Event description:
Transport ventilator in use on a patient, stopped pumping gas, though it remained on. No injury to patient (we assume that backup ventilation was used). Alarms may not have sounded.

Manufacturer narrative:
(B)(4). This report for a check heater line alarm was not confirmed because a sample was not available for evaluation, therefore, the root cause was undetermined. A batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The home patient (hp) stated that he had placed the heater bag on the floor and then stood on it. The hp reported that the spike pushed out of the bag causing solution to leak out. The technical service representative (tsr) assisted the hp to end therapy and disconnect from the setup. The hp confirmed to restart the setup with all new supplies. On (B)(6) 2010 (B)(4) spoke with the hp who stated when he received this alarm he intentionally stood on the bag to get the fluid to move through the heater line. The hp confirmed he stood up and jumped on the bag which likely caused the spike to pop off. (B)(4) referred the hp to review his patient at home guide for recommended product usage. (B)(4) encouraged the hp to utilize baxter technical support when having any kind of alarm or issue while performing therapy on the cycler. The hp confirmed he would contact baxter for any further check heater line alarms. (B)(4) also contacted the hp's dialysis facility to inform the nurse that the hp was standing and jumping on heater bags at times during therapy. The facility contact confirmed there have been no reports of adverse events and would relay message to the hp's nurse to review proper procedure. No further information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.